Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A health professional reported that an incomplete cut of a patient's left eye flap was made during a refractive procedure. Side cut and background was not cut. Flap was measured after creating and was thick. No patient harm was reported. The flap was not raised and excimer laser was not used. Patient will have surgery in three months on this eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. A review of the logfile for the treatment day shows during start up the vacuum check, the energy check and the ablation check were performed without issue. Also the image of the ablation check shows a valid and good test. The logfile shows eight successfully finished treatments on that day. The logfile shows the energy is stable during treatment. The docking was very long. No relevant deviation between planed and performed energy is detectable for the treatment. The user operated surgery within the recommended energy settings. No technical root cause of device was detectable during review of the logfile. No technical root cause was identified as the product was found to be within specifications. Logfile review shows very long docking time, therefore most possible root cause could be user handling. The manufacturer internal reference number is: (B)(4).